Event description:
The physician attempted to deploy a 2.75 x 24 mm endeavor resolute rx drug eluting stent. The target lesion in the cx was moderately calcified and had 80% stenosis. The vessel tortuosity was moderate. A pre-dilatation was carried out using a 2.0 x 20 mm balloon. The device was advanced but it could not pass the lesion. It was reported that the struts of the stent were deformed. No patient complications were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eval, results: deformation problem.

Event description:
Additional information received confirmed that there were no abnormalities noted with the stent during inspection prior to use. Device evaluation: the distal tip was flared. The stent was positioned correctly on the balloon between the inner shaft markers. Multiple proximal stent segments were deformed. The balloon had not been inflated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.